Event description:
The device was returned from customer for service for a failure of "delaminated keypad on front bezel." During service by baxter tech, the device was found to have defective batteries. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.